Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they think they turned the stimulation up too high because they feel fluttering in certain parts of their body since the surgery. Patient did not have the equipment with them at the time of the call. Patient will call back with the equipment. Additional information was received on 2026-may-01. The patient reported the stimulation has been strong and that they feel it from once in a while and wanted to decrease it. Patient stated they did not feel it during the call. Agent guided patient through connecting to the ins and making the adjustment. Patient changed programs by accident. Patient did not remember which program they were on and they decided to use program 1. Patient was originally at 1.6 and after changing the program by mistake, they decided to increase it up to 1.6 again. Patient said the stimulation was comfortable and decided to leave it there. Patient was redirected to their healthcare provider (hcp) to further address the issue. Patient stated they had an appointment with their hcp next month. Agent asked name of hcp but patient did not recall it.